Event description:
Term male infant with dic and subgaleal hematoma following vacuum assisted vaginal delivery. Mother was healthy 21 yo primip. Baby required multiple transfusions w/rbcs platelets, ffp and cryoprecipitate. Also required multiple fluid boluses, bicarbonate and dopamine for hypovolemic shock.